Manufacturer narrative:
A product investigation was completed: the blade is jammed within the protect sleeve. It is impossible to detach the devices from each other. There are marks and scratches visible on the surface of all three devices. Furthermore we found the tip of the impactor broken and traces of hammer blows on the head of its handle. The broken part is stuck into the threaded part of the blade. Because of the jamming, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Due to the jamming position of the blade we can confirm, that blade was not inserted aligned into the protect sleeve (marking on the protection sleeve). This occurrence in combination with excessive force application on the impactor hence resulting in jamming of both devices. Therefore we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Received part number for previously unknown blade. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: patient reportedly had a ¿good recovery¿.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 27 march 2014. There were no ncrs that would influence the manufacture specifications and there were no issues that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: there was a contact problem between the paving frame and the distal extremity of the protection sleeve during the impanation of a proximal femur nail antirotation (pfna). The contact issue would not allow the surgeon to insert the helical blade into the nail when the surgeon attempted to remove the blade. The neck of the impactor for the pfna blade broke into the protection sleeve. Once the neck of the device broke into another device during the surgery, a clinical consequence observed included initial unresolved fracture, varus 120 degrees. The blade was manually removed and the helical blade was manually inserted. The nail and screws were not implanted; rather a krischner nail was implanted. This is report 2 of 2 for (B)(4).